Event description:
Essure was placed at my gynecologist's office. Bleeding occurred and pelvic pain which worsened, developed severe bleeding, anemia, allergic reaction to nickel, leg pain, dizziness. Weight gain, developed high blood pressure, insulin resistance, headaches, and required a hysterectomy to remove device. Still suffering with weight and insulin issues as well as restless leg syndrome and overall general wellbeing.